Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the pump programming and histories were accurate. Troubleshooting was done and the pump passed tests.